Event description:
Clinical study. It was reported that following a carotid artery stenting procedure the patient experienced in-stent re-stenosis. The target lesion was located in the right proximal internal carotid artery with 80% stenosis and was 13 mm long with a 4.0 mm reference vessel diameter. The physician treated the target lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 10%. The patient was discharged the next day. At 401 days post index procedure, the patient had a required 12-month ultrasound which noted a 99% target lesion stenosis (right proximal internal carotid artery). Carotid duplex scanned on the same day showed an 80-99% stenosis in the right internal carotid artery. Nineteen days later, the patient returned for scheduled intervention. At this time, the 12 month follow-up was performed and nih stroke scale was 0. Treatment consisted of placement of a 6.5 protection wire and cutting balloon angioplasty. Residual stenosis was 0%. The event was considered resolved without residual effects.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.